Event description:
Per the clinic, the patient developed a lesion at the implant site, subsequently the device was explanted (B)(6) 2014 due to skin flap breakdown. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The device is currently unavailble.